Event description:
It was reported that the patient presented in the emergency room after experiencing dizziness from bradycardia. Loss of capture and low, out of range pacing impedance were observed. The lead was likely damaged during the generator change-out days before. The lead was capped and replaced on (B)(6) 2017. The patient will continue to be monitored normally.